Event description:
An 88-year-old man presented with unstable angina and was taken to the cath lab for left heart cath and pci which was performed with impella cp support. A hematoma developed at the insertion site, requiring sheath and pump removal and two unit blood transfusion. The patient was transferred to the cvicu to recover.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Additional information: the device was removed and manual pressure was held for hemostasis. Investigation summary: hematoma: the root cause of the injury was not determined due to insufficient clinical details.